Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient¿s back was hurting and they were only able to void very small amounts. The patient felt like they had a uti because it was burning when they voided. Additional information was received five days later. It was reported that a doctor did not discuss the implant option with the patient, but they did discuss catheters. The patient¿s general doctor sent the patient to the hospital. It was unclear if the patient was hospitalized. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the patient had a neurogenic bladder which didn't respond to the stimulation and that there was no problem with the system. It was reported that the uti was caused by residual urine and that it was related to the patient's underlying urinary dysfunction, but not related to the device or therapy. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.